Event description:
It was further reported that during the removal procedure, screws were removed and no additional devices were implanted.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. It is unknown when patient¿s pain began. Lot number is unknown. Date of implantation is an unknown date in 2012. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent screw removal. The patient had complained of pain due to the screws rubbing against tissue. The screws were originally implanted on an unknown date in 2012. The surgical procedure was successfully completed with no surgical delay. Patient outcome is unknown. This report is for a 5.0mm titanium (ti) locking screw with t25 stardrive 32mm for intramedullary (im) nail-sterile. This is report 1 of 2 for (B)(4).